Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with mentor smooth round high profile 560cc saline prostheses experienced right sided capsular contracture (baker¿s grade unknown) and left sided deflation post procedure. The right sided prosthesis was described as getting harder and higher with time. Also, she describes feeling a pinching pain like pins and needles with her right breast prior to the start of her period. The left side was described as feeling empty, looking smaller, and seemed to be falling. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2019-19649 for contralateral prosthesis report.